Event description:
It was reported that an ilet bionic pancreas displayed recurring alert 58 indicating an algorithm error after the device lost charge overnight, subsequently rebooted, and then repeated the alert before shutting down again; the user was on dexcom g7 and transitioned to back-up subcutaneous insulin via pen while a replacement was arranged. Symptoms included hyperglycemia with a reported peak of 300 mg/dl and elevated glucose over two hours without ketone testing, medical intervention, loss of consciousness, or other acute effects. Outcomes included temporary interruption of automated insulin delivery, user-managed correction with multiple daily injections, and restoration of glucose to target at the time of contact. Investigation included customer support troubleshooting, education on device return and data sync, and receipt and inspection of the returned device. Investigation of this case revealed a device performance issue consistent with an algorithm error alarm with suspected device malfunction after charge depletion and restart. It was concluded that a faulty chip on the mainboard was the cause of the malfunction error.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.